Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger force accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of a syringe module failing the force accuracy test was confirmed through laboratory testing to be a faulty force sensor. Force calibration was attempted to performed for the suspect syringe module but failed. The module did not correctly measure the value when no force was applied to the drive head. The force sensor was replaced with a known good from the laboratory. Preventive maintenance and calibration were performed through alaris system maintenance (asm), passing all test as required. Review of the suspect syringe module error log showed no records. A review of the event log showed that the device has never been put into clinical use. The technical service manual states: use the bd alaris system maintenance software to perform calibration and preventive maintenance. Contact bd technical support for help obtaining or using bd alaris system maintenance software. After performing any calibration procedure, always perform the associated verification test. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect syringe module s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger force accuracy. There was no patient involvement.